Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 323 mg/dl. Troubleshooting was performed and pump appears to be functioning as expected. Customer delivered a manual injection to stabilize blood glucose levels. Cartridge uses humalog insulin and changes cartridge every 3 days.